Manufacturer narrative:
The patient¿s date of birth was on an unknown date in 1978. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. Thirteen days after the event onset, the antibiotic therapy was discontinued and the patient was deemed recovered that same day. No additional information is available.